Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stroke).

Event description:
The patient had a second stroke approximately 20 months post the index procedure. The investigation has indicated that the event was not related to the study stent. The patient is in remission.

Manufacturer narrative:
(B)(4). Eval, results: (based on the info provided, no root cause can be determined), (stroke).

Event description:
An endeavor sprint rapid exchange drug eluting stent diameter 3.5mm length 15mm was deployed in the proximal lad. The procedure resulted in 0% stenosis. Ivus confirmed complete apposition of the stent to the vessel wall. Approximately 9 months post stent implant, the pt suffered an ischemic stroke. Pt was given medical treatment (IV) and is reported to be in remission. The investigator reports that there is no causal relationship with the product, zotarolimus or procedure. No additional clinical sequelae have been reported.